Manufacturer narrative:
This supplemental report is being submitted to provide additional information. The subject device has not been returned to olympus medical systems corp. (Omsc) but was returned to olympus hong kong and china (ohc). Omsc reviewed the manufacturing history (DHR) of the subject device and confirmed no irregularity. Therefore, the exact cause of the reported phenomenon could not be conclusively determined. However, based upon the information from ohc and similar past cases, omsc surmised that this phenomenon occurred because the cable was damaged and the image signal was not processed properly. If additional information is received, this report will be supplemented.

Manufacturer narrative:
The subject device has not been returned to omsc for evaluation but was returned to olympus (B)(4) and (B)(4) (ohc). Ohc checked the subject device and found that the reported phenomenon was duplicated due to the damage of the ccd unit/cable. The exact cause has been under investigation. Therefore, the exact cause of the reported event could not be conclusively determined at this time. If additional information is received, this report will be supplemented.

Event description:
Olympus medical systems corp. (Omsc) was informed from the user facility that during the inspection before the use, it was found that the scope communication error e226 occurred on the subject device. There was no report of patient injury associated with this event.